Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-oct-2017. The most recent information was received on 07-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), general physical health deterioration ('worsening of general state since insertion'), metrorrhagia ('metrorrhagia'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), hyperthermia ('hyperthermia postoperative'), hemiparaesthesia ('paresthesia of the left hemi-body'), osteotomy ('osteotomy') and multiple episodes of headache ('headache', 'sudden headaches') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with sinus pain. On (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. On (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia (seriousness criterion medically significant) and the second episode of headache (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced hyperthermia (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced general physical health deterioration (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), chronic headaches ("chronic headaches"), rash ("skin eruption"), menstrual disorder ("menstruation disturbances"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from on (B)(6) 2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy, hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, general physical health deterioration, metrorrhagia, procedural pain, hyperthermia, hemiparaesthesia, osteotomy, the last episode of headache, chronic headaches, allergy to metals, rash, menstrual disorder, abdominal pain lower, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chronic sinusitis, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus and apical granuloma outcome was unknown. The reporter provided no causality assessment for general physical health deterioration with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, hyperthermia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date: high sensitivity to nickel. Cardiovascular evaluation: on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Computerised tomogram: on (B)(6) 2008: dental granuloma. Computerised tomogram head: on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy: on (B)(6) 2018: due to right pelvic pain. Pathology test: on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen: on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray: on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-oct-2017. The most recent information was received on 02-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), metrorrhagia ('metrorrhagia'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), hyperthermia ('hyperthermia postoperative') and osteotomy ('osteotomy') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retinal vascular occlusion in (B)(6) 2014, parity 3, tachycardia, herpes zoster, appendectomy and cholecystectomy. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with sinus pain. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache ("sudden headaches"). In (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced the second episode of headache ("headache") and hemiparaesthesia ("paresthesia of the left hemi-body"). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged) with abdominal pain lower. On (B)(6) 2017, the patient experienced hyperthermia (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient underwent thrombectomy ("pelvic ultrasound for bleedings: 6 cm blood clot removed"). On (B)(6) 2018, the patient experienced urinary tract infection ("recurrent urinary tract infections") and bladder pain ("bladder pain"). On (B)(6) 2018, the patient was found to have blood folate decreased ("low folates level") and vitamin b12 decreased ("low b12 vitamin levels"). On (B)(6) 2018, the patient underwent scar excision ("pelvic scar resection (fibrosis scarring)") and culdocentesis ("culdocentesis"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation disturbances"), chronic headaches ("chronic headaches"), rash ("skin eruption"), general physical health deterioration ("worsening of general state since insertion"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. On (B)(6) 2018, the gastrointestinal motility disorder was resolving. On (B)(6) 2018, the procedural pain had resolved. At the time of the report, the abdominal pain, metrorrhagia, hyperthermia, menstrual disorder, allergy to metals, the last episode of headache, chronic headaches, rash, hemiparaesthesia, general physical health deterioration, chronic sinusitis, osteotomy, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus, apical granuloma, urinary tract infection, bladder pain, thrombectomy, scar excision and culdocentesis outcome was unknown and the abdominal pain lower had resolved. The reporter provided no causality assessment for bladder pain, blood folate decreased, culdocentesis, general physical health deterioration, scar excision, thrombectomy, urinary tract infection and vitamin b12 decreased with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, hyperthermia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. (B)(6) 2018: laparoscopy due to pelvic pain right after hysterectomy and bilateral salpingectomy for the removal of essure, excision of a peritoneal-vaginal scar and pericecal adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Colonoscopy - on (B)(6) 2018: recto sigmoid endoscopy: normal. Computerised tomogram - on (B)(6) 2008: dental granuloma. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Magnetic resonance imaging abdominal - on (B)(6) 2018: investigation for pelvic pain : no abnormality. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-jul-2020: updated patient history, lab data updated, events "recurrent urinary tract infections", "bladder pain", "blood clot removal", "pelvic scar resection", "culdocentesis","low folates level", "low b12 vitamin levels", and "right iliac pain" added to the case; outcome for "bowel motility" updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-oct-2017. The most recent information was received on 26-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of general physical health deterioration ('worsening of general state since insertion'), metrorrhagia ('metrorrhagia'), hyperthermia ('hyperthermia postoperative'), hemiparaesthesia ('paresthesia of the left hemi-body'), osteotomy ('osteotomy'), multiple episodes of abdominal pain ('atypical abdominal pain / chronic abdominal pain', 'persistent pain that persisted / severe abdominal pain postoperative') and multiple episodes of headache ('headache', 'sudden headaches') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In october 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with sinus pain. In (B)(6) 2009, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced dermatitis contact ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia (seriousness criterion medically significant) and the second episode of headache (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced the second episode of abdominal pain (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced hyperthermia (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced general physical health deterioration (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), chronic headaches ("chronic headaches"), rash ("skin eruption"), menstrual disorder ("menstruation disturbances"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy, hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the general physical health deterioration, metrorrhagia, the last episode of abdominal pain, hyperthermia, osteotomy, the last episode of headache, chronic headaches, dermatitis contact, rash, menstrual disorder, abdominal pain lower, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chronic sinusitis, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus and apical granuloma outcome was unknown. The reporter provided no causality assessment for general physical health deterioration with essure (ess205). The reporter considered abdominal pain lower, abdominal pain upper, apical granuloma, chest pain, chronic sinusitis, dermatitis contact, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, hyperthermia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of abdominal pain, the first episode of headache, the second episode of abdominal pain, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Computerised tomogram - on (B)(6) 2008: dental granuloma. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: correction following company internal review - this case should have been reported as a follow-up instead of being submitted as a final report. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1716577) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), general physical health deterioration ('worsening of general state since insertion'), metrorrhagia ('metrorrhagia'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), post procedural fever ('hyperthermia postoperative'), hemiparaesthesia ('paresthesia of the left hemi-body'), osteotomy ('osteotomy') and multiple episodes of headache ('headache', 'sudden headaches') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with pain. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6)2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6)2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. In (B)(6)2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6)2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6)2014, the patient experienced the first episode of headache (seriousness criterion medically significant). In (B)(6)2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6)2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6)2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6)2016, the patient experienced hemiparaesthesia (seriousness criterion medically significant) and the second episode of headache (seriousness criterion medically significant). On (B)(6)2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6)2017, the patient experienced post procedural fever (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced general physical health deterioration (seriousness criteria medically significant and intervention required), metrorrhagia (seriousness criteria medically significant and intervention required), chronic headaches ("chronic headaches"), rash ("skin eruption"), menstrual disorder ("menstruation disturbances"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from (B)(6)2017 to (B)(6)2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy, hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6)2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the abdominal pain, general physical health deterioration, metrorrhagia, procedural pain, post procedural fever, osteotomy, the last episode of headache, chronic headaches, allergy to metals, rash, menstrual disorder, abdominal pain lower, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chronic sinusitis, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus and apical granuloma outcome was unknown. The reporter provided no causality assessment for general physical health deterioration with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, memory impairment, menstrual disorder, metrorrhagia, mitral valve incompetence, osteotomy, pain in extremity, post procedural fever, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on(B)(6)2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Computerised tomogram - on (B)(6)2008: dental granuloma. Computerised tomogram head - on(B)(6)2016: no evidence that could explain the clinical picture; on (B)(6)2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Laparoscopy - on(B)(6)2018: due to right pelvic pain. Pathology test - on (B)(6)2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6)2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6)2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2019: as per follow-up information received, case(B)(4) (legacy device report num (B)(4) ) was identified as a follow-up of this case. All the information from deleted case has been transferred to this case. New reporters (lawyer, other health professional) added; patient¿s initials updated, date of birth and medical history provided; essure was inserted on 15-jan-2007 and removed on 16-nov-2017; new lab data added; new events atypical abdominal pain / chronic abdominal pain, metrorrhagia, hyperthermia postoperative, persistent pain that persisted / severe abdominal pain postoperative, paresthesia of the left hemi-body, osteotomy, sudden headaches, headache, chronic headaches, high sensitivity to nickel / allergic reaction after wearing a bracelet, skin eruption, menstruation disturbances, left iliac fossa pain, pain suggesting chronic sinusitis, disturbances of bowel motility, functional digestive disorder, urinary incontinence, mitral insufficiency, dyspnea, tachycardia crisis, left submammary pain, left hypochondrium pain, intravitreal hemorrhage of left eye, visual disorder, significant eye pain, memory disturbances, pain in the left lower limb, right pulsatile tinnitus, and dental granuloma added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-oct-2017. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('atypical abdominal pain / chronic abdominal pain'), intermenstrual bleeding ('metrorrhagia'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative'), hyperthermia ('hyperthermia postoperative') and osteotomy ('osteotomy') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retinal vascular occlusion in (B)(6) 2014, cataract operation in 2005, temporomandibular joint surgery in 2005, hallux valgus correction in 2005, cholecystectomy in 2001, sinus operation in 1991, appendicitis in 1981, parity 3, tachycardia, herpes zoster and appendectomy. Concurrent conditions included mitral valve insufficiency (known since several years). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("pain suggesting chronic sinusitis") with sinus pain. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced abdominal pain lower ("left iliac fossa pain") and functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral and erythema. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced the first episode of headache ("sudden headaches"). In (B)(6) 2014, the patient experienced memory impairment ("memory disturbances"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced the second episode of headache ("headache") and hemiparaesthesia ("paresthesia of the left hemi-body"). In 2017, the patient experienced pain ("body hurts") and asthenia ("she has no more energy"). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged) with abdominal pain lower. On (B)(6) 2017, the patient experienced hyperthermia (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient underwent thrombectomy ("pelvic ultrasound for bleedings: 6 cm blood clot removed"). On (B)(6) 2018, the patient experienced urinary tract infection ("recurrent urinary tract infections") and bladder pain ("bladder pain"). On (B)(6) 2018, the patient was found to have blood folate decreased ("low folates level") and vitamin b12 decreased ("low b12 vitamin levels"). On (B)(6) 2018, the patient underwent scar excision ("pelvic scar resection (fibrosis scarring)") and culdocentesis ("culdocentesis"). On an unknown date, the patient experienced intermenstrual bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation disturbances"), chronic headaches ("chronic headaches"), rash ("skin eruption"), general physical health deterioration ("worsening of general state since insertion"), gastrointestinal motility disorder ("disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder") and eye pain ("significant eye pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with antidepressants, diclofenac sodium (anti-inflammatory) and surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot). Essure (ess205) was removed on (B)(6) 2017. On (B)(6) 2018, the gastrointestinal motility disorder was resolving. On (B)(6) 2018, the procedural pain had resolved. At the time of the report, the abdominal pain, pain and asthenia had not resolved, the intermenstrual bleeding, hyperthermia, menstrual disorder, allergy to metals, the last episode of headache, chronic headaches, rash, hemiparaesthesia, general physical health deterioration, chronic sinusitis, osteotomy, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, memory impairment, pain in extremity, tinnitus, apical granuloma, urinary tract infection, bladder pain, thrombectomy, scar excision, culdocentesis and vitamin b12 decreased outcome was unknown and the abdominal pain lower had resolved. The reporter provided no causality assessment for asthenia, bladder pain, blood folate decreased, culdocentesis, general physical health deterioration, pain, scar excision, thrombectomy, urinary tract infection and vitamin b12 decreased with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, gastrointestinal motility disorder, hemiparaesthesia, hyperthermia, intermenstrual bleeding, memory impairment, menstrual disorder, mitral valve incompetence, osteotomy, pain in extremity, procedural pain, rash, tachycardia, tinnitus, urinary incontinence, visual impairment, vitreous haemorrhage, the first episode of headache, the second episode of headache and chronic headaches to be related to essure (ess205). The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. (B)(6) 2018: laparoscopy due to pelvic pain right after hysterectomy and bilateral salpingectomy for the removal of essure, excision of a peritoneal-vaginal scar and pericecal adhesion. The reporter also reported that the disorders alleged by the patient were not significantly modified by the removal of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Colonoscopy - on (B)(6) 2018: recto sigmoid endoscopy: normal. Computerised tomogram - on (B)(6) 2008: dental granuloma. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Endoscopy - on (B)(6) 2001: existence of mini gallstones. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Magnetic resonance imaging abdominal - on (B)(6) 2018: investigation for pelvic pain : no abnormality. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2001: result normal; on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the outcome for the adverse event 'abdominal pain' has been changed from unknown to not recovered and medical history and two new adverse events were added: body pain and asthenia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-oct-2017. The most recent information was received on 14-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('atypical abdominal pain / chronic abdominal pain/ left iliac fossa pain'), intermenstrual bleeding ('metrorrhagia'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative / hypogastric pain persisting once month after removal'), deafness ('deafness') and hyperthermia ('hyperthermia postoperative') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retinal vascular occlusion in (B)(6) 2014, amenorrhea in (B)(6) 2006, herpes zoster in 2005, cataract operation in 2005, temporomandibular joint surgery (sugery for prognathism) in 2005, hallux valgus correction in 2005, abdominal pain in 2005, cholecystectomy (endoscopy showing mini vesicular lithiasis leading to a cholecystectomy) in 2001, sinus operation in 1991, appendectomy in 1981, appendicitis in 1981, parity 3, multigravida, myopia correction, migraine, recurrent urinary tract infection and urolithiasis. Concurrent conditions included tachycardia since 1999, dyspnoea since 1999, tachycardia since 1999 and mitral valve insufficiency (known since several years). Concomitant products included escitalopram oxalate (seroplex) since (B)(6) 2017, ketoprofen (profenid), omeprazole (mopralpro 20mg) since (B)(6) 2017, omeprazole (omeprazole bayer 10 mg), paracetamol (doliprane) and paracetamol since (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("chronic sinusitis/ recurrent sinusitis"). In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet"). In (B)(6) 2012, the patient underwent osteotomy ("osteotomy"). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced headache ("sudden headaches, recurrent/ chronic headaches"). On (B)(6) 2014, the patient experienced contusion ("head shock / traumatic head shock"), ocular discomfort ("strong pressure in the left eye"), insomnia ("lack of sleep"), memory impairment ("anterograde memory difficulties") and disturbance in attention ("difficulties in concentration and attention"). In 2014, the patient experienced amenorrhoea ("no menstruation"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). In (B)(6) 2014, the patient experienced unilateral leg pain ("left leg pain: left calf, left second toe"). On (B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia ("paresthesia of the left hemi-body"). In (B)(6) 2017, the patient experienced burnout syndrome ("burnout"). In 2017, the patient experienced pain ("body hurts/ body aches") and asthenia ("she has no more energy/ loss of energy"). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced hyperthermia (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced uterine haemorrhage ("pelvic ultrasound for bleedings: 6 cm blood clot removed"). On (B)(6) 2018, the patient experienced urinary tract infection ("recurrent urinary tract infections") and bladder pain ("bladder pain"). On (B)(6) 2018, the patient was found to have blood folate decreased ("low folates level") and vitamin b12 decreased ("low b12 vitamin levels"). On (B)(6) 2018, the patient underwent scar excision ("pelvic scar resection (fibrosis scarring)") and culdocentesis ("culdocentesis"). On (B)(6) 2019, the patient was found to have lipoma ("subcutaneous lipoma (right side paravertebral)"). On (B)(6) 2020, the patient experienced dysuria ("burning sensation at urination") and pollakiuria ("pollakiuria"). On an unknown date, the patient experienced intermenstrual bleeding (seriousness criteria medically significant and intervention required), deafness (seriousness criterion disability), pelvic pain ("intense pelvic pain"), menometrorrhagia ("menometrorrhagia/ cycle disturbances"), general physical health deterioration ("worsening of general state since insertion"), gastrointestinal motility disorder ("alternating between diarrhea and constipation/ disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), halo vision ("visual disorder / black and yellow halo in the left"), eye pain ("significant eye pain / pain in the left eye"), oedema peripheral ("wrist edema"), erythema ("wrist redness"), irritable bowel syndrome ("irritable bowel syndrome"), dyspepsia ("dyspeptic syndrome"), abdominal distension ("bloating"), anxiety ("anxiety"), rotator cuff syndrome ("tendinitis in the rotator cuffs"), dyshidrotic eczema ("palmar dyshidrosis"), rash erythematous ("erythematous eruptions at the neck/skin eruption"), pruritus ("pruritus / diffuse pruritus all over body"), suffocation feeling ("feeling of suffocation during the day and night for 10-15 minutes"), lymphadenopathy ("small isolated lateral adenopathy at the left thoracic side"), patellofemoral pain syndrome ("chondromalacia patella"), dysphagia ("problems swallowing"), depression ("depression"), flatulence ("flatulence with bad odor"), initial insomnia ("disturbed sleep / trouble falling asleep"), diplopia ("diplopia"), cerebral small vessel ischaemic disease ("possible vascular leukopathy"), back pain ("recurrent acute back pain / low paramedian lumbar back pain / recurrent acute back pain at the lumbar region"), libido decreased ("decreased libido"), tooth disorder ("tooth disorder"), intervertebral disc disorder ("beginning of a discopathy") and osteoarthritis ("beginning of posterior osteoarthritis") and was found to have weight increased ("weight gain (10kg) after essure removal"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with aluminium hydroxide-magnesium carbonate gel;aluminium magnesium silicate;glucose monohydrate;glycyrrhiza glabra (smecta), alverine citrate;simeticone (meteospasmyl), amitriptyline hydrochloride (laroxyl), antidepressants, diclofenac sodium (anti-inflammatory), surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot) and tooth removal and dentures. Essure (ess205) was removed on (B)(6) 2017. In 2015, the amenorrhoea had resolved. On (B)(6) 2018, the procedural pain had resolved. At the time of the report, the abdominal pain lower, deafness, pelvic pain, pain, asthenia, weight increased and tooth disorder had not resolved and the intermenstrual bleeding, hyperthermia, menometrorrhagia, allergy to metals, headache, hemiparaesthesia, general physical health deterioration, chronic sinusitis, osteotomy, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, halo vision, eye pain, pain in extremity, tinnitus, oedema peripheral, erythema, apical granuloma, urinary tract infection, bladder pain, uterine haemorrhage, scar excision, culdocentesis, vitamin b12 decreased, irritable bowel syndrome, dyspepsia, abdominal distension, anxiety, rotator cuff syndrome, dyshidrotic eczema, rash erythematous, pruritus, suffocation feeling, lymphadenopathy, contusion, ocular discomfort, insomnia, memory impairment, disturbance in attention, patellofemoral pain syndrome, unilateral leg pain, dysphagia, depression, burnout syndrome, flatulence, initial insomnia, diplopia, cerebral small vessel ischaemic disease, back pain, dysuria, pollakiuria, libido decreased, intervertebral disc disorder, osteoarthritis and lipoma outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, erythema, eye pain, functional gastrointestinal disorder, halo vision, headache, hemiparaesthesia, hyperthermia, intermenstrual bleeding, mitral valve incompetence, oedema peripheral, osteotomy, pain in extremity, procedural pain, tachycardia, tinnitus, urinary incontinence and vitreous haemorrhage to be related to essure (ess205). The reporter provided no causality assessment for asthenia, bladder pain, blood folate decreased, culdocentesis, general physical health deterioration, pain, scar excision, urinary tract infection, uterine haemorrhage and vitamin b12 decreased with essure (ess205). The reporter considered abdominal distension, amenorrhoea, anxiety, back pain, burnout syndrome, cerebral small vessel ischaemic disease, contusion, deafness, depression, diplopia, disturbance in attention, dyshidrotic eczema, dyspepsia, dysphagia, dysuria, flatulence, gastrointestinal motility disorder, initial insomnia, insomnia, intervertebral disc disorder, irritable bowel syndrome, libido decreased, lipoma, lymphadenopathy, memory impairment, menometrorrhagia, ocular discomfort, osteoarthritis, patellofemoral pain syndrome, pelvic pain, pollakiuria, pruritus, rash erythematous, rotator cuff syndrome, suffocation feeling, tooth disorder, weight increased and unilateral leg pain to be unrelated to essure (ess205). The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. (B)(6) 2018: laparoscopy due to pelvic pain right after hysterectomy and bilateral salpingectomy for the removal of essure, excision of a peritoneal-vaginal scar and pericecal adhesion. The reporter also reported that the disorders alleged by the patient were not significantly modified by the removal of the essure implant. According to the expert on follow-up on (B)(6) 2022: there is no causal relationship between essure insertion and the general and gynecological events reported by the patient. The events reported by the patient didn¿t significantly change after essure removal. Major part of the events reported, especially concerning digestive, cardiovascular and neuropsychic events, pre-existed before essure insertion. Also, some of the events reported generally occurred in pre or peri-menopause phase. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Colonoscopy - on (B)(6) 2018: recto sigmoid endoscopy: normal. Computerised tomogram - on (B)(6) 2008: dental granuloma; on (B)(6) 2019: CT scan of the lumbar spine was carried out due to lateral low back pain on the right side. It showed the beginning of a discopathy and beginning of posterior osteoarthritis. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Endoscopy - on (B)(6) 2001: existence of mini gallstones. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Magnetic resonance imaging abdominal - on (B)(6) 2018: investigation for pelvic pain : no abnormality. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2001: result normal; on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4).) On 17-oct-2017. The most recent information was received on 01-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('atypical abdominal pain / chronic abdominal pain/ left iliac fossa pain'), intermenstrual bleeding ('metrorrhagia'), procedural pain ('persistent pain that persisted / severe abdominal pain postoperative / hypogastric pain persisting once month after removal'), deafness ('deafness'), hyperthermia ('hyperthermia postoperative') and osteotomy ('osteotomy') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retinal vascular occlusion in (B)(6) 2014, amenorrhea in (B)(6) 2006, herpes zoster in 2005, cataract operation in 2005, temporomandibular joint surgery (sugery for prognathism) in 2005, hallux valgus correction in 2005, abdominal pain in 2005, cholecystectomy (endoscopy showing mini vesicular lithiasis leading to a cholecystectomy) in 2001, sinus operation in 1991, appendectomy in 1981, appendicitis in 1981, parity 3, multigravida, myopia correction, migraine, recurrent urinary tract infection and urolithiasis. Concurrent conditions included tachycardia since 1999, dyspnoea since 1999, tachycardia since 1999 and mitral valve insufficiency (known since several years). Concomitant products included escitalopram oxalate (seroplex) since (B)(6) 2017, ketoprofen (profenid), omeprazole (mopralpro 20mg) since (B)(6) 2017, omeprazole (omeprazole bayer 10 mg), paracetamol (doliprane) and paracetamol since (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced apical granuloma ("dental granuloma"), 1 year 8 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced chronic sinusitis ("chronic sinusitis/ recurrent sinusitis"). In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced functional gastrointestinal disorder ("functional digestive disorder"). On (B)(6) 2010, the patient experienced mitral valve incompetence ("mitral insufficiency"). On (B)(6) 2012, the patient experienced allergy to metals ("high sensitivity to nickel / allergic reaction after wearing a bracelet") with oedema peripheral. In (B)(6) 2012, the patient underwent osteotomy (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced tachycardia ("tachycardia crisis"). On (B)(6) 2014, the patient experienced headache ("sudden headaches, recurrent/ chronic headaches"). On (B)(6) 2014, the patient experienced contusion ("head shock / traumatic head shock"), ocular discomfort ("strong pressure in the left eye"), insomnia ("lack of sleep"), memory impairment ("anterograde memory difficulties") and disturbance in attention ("difficulties in concentration and attention"). In 2014, the patient experienced amenorrhoea ("no menstruation"). On (B)(6) 2014, the patient experienced pain in extremity ("pain in the left lower limb"). In (B)(6) 2014, the patient experienced leg pain ("left leg pain: left calf, left second toe"). On(B)(6) 2015, the patient experienced tinnitus ("right pulsatile tinnitus"). On (B)(6) 2016, the patient experienced hemiparaesthesia ("paresthesia of the left hemi-body"). In (B)(6) 2017, the patient experienced burnout syndrome ("burnout"). In 2017, the patient experienced pain ("body hurts/ body aches") and asthenia ("she has no more energy/ loss of energy"). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced hyperthermia (seriousness criterion hospitalization prolonged). On (B)(6) 2017, the patient experienced uterine haemorrhage ("pelvic ultrasound for bleedings: 6 cm blood clot removed"). On (B)(6) 2018, the patient experienced urinary tract infection ("recurrent urinary tract infections") and bladder pain ("bladder pain"). On (B)(6) 2018, the patient was found to have blood folate decreased ("low folates level") and vitamin b12 decreased ("low b12 vitamin levels"). On (B)(6) 2018, the patient underwent scar excision ("pelvic scar resection (fibrosis scarring)") and culdocentesis ("culdocentesis"). On (B)(6) 2019, the patient was found to have lipoma ("subcutaneous lipoma (right side paravertebral)"). On (B)(6) 2020, the patient experienced dysuria ("burning sensation at urination") and pollakiuria ("pollakiuria"). On an unknown date, the patient experienced intermenstrual bleeding (seriousness criteria medically significant and intervention required), deafness (seriousness criterion disability), pelvic pain ("intense pelvic pain"), menometrorrhagia ("menometrorrhagia/ cycle disturbances"), general physical health deterioration ("worsening of general state since insertion"), gastrointestinal motility disorder ("alternating between diarrhea and constipation/ disturbances of bowel motility"), urinary incontinence ("urinary incontinence"), dyspnoea ("dyspnea"), chest pain ("left submammary pain"), abdominal pain upper ("left hypochondrium pain"), vitreous haemorrhage ("intravitreal hemorrhage of left eye"), visual impairment ("visual disorder / black and yellow halo in the left"), eye pain ("significant eye pain / pain in the left eye"), irritable bowel syndrome ("irritable bowel syndrome"), dyspepsia ("dyspeptic syndrome"), abdominal distension ("bloating"), anxiety ("anxiety"), tendonitis ("tendinitis in the rotator cuffs"), dyshidrotic eczema ("palmar dyshidrosis"), rash erythematous ("erythematous eruptions at the neck/skin eruption"), pruritus ("pruritus / diffuse pruritus all over body"), suffocation feeling ("feeling of suffocation during the day and night for 10-15 minutes"), lymphadenopathy ("small isolated lateral adenopathy at the left thoracic side"), patellofemoral pain syndrome ("chondromalacia patella"), dysphagia ("problems swallowing"), depression ("depression"), flatulence ("flatulence with bad odor"), sleep disorder ("disturbed sleep / trouble falling asleep"), diplopia ("diplopia"), cerebral small vessel ischaemic disease ("possible vascular leukopathy"), back pain ("recurrent acute back pain / low paramedian lumbar back pain / recurrent acute back pain at the lumbar region"), libido decreased ("decreased libido"), tooth disorder ("tooth disorder"), intervertebral disc disorder ("beginning of a discopathy") and osteoarthritis ("beginning of posterior osteoarthritis") and was found to have weight increased ("weight gain (10kg) after essure removal"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with aluminium hydroxide-magnesium carbonate gel;aluminium magnesium silicate;glucose monohydrate;glycyrrhiza glabra (smecta), alverine citrate;simeticone (meteospasmyl), amitriptyline hydrochloride (laroxyl), antidepressants, diclofenac sodium (anti-inflammatory), surgery (hysterectomy with bilateral salpingectomy, hysteroscopic curettage on (B)(6) 2016 and surgery on two forefoot) and tooth removal and dentures. Essure (ess205) was removed on (B)(6) 2017. In 2015, the amenorrhoea had resolved. On (B)(6) 2018, the procedural pain had resolved. At the time of the report, the abdominal pain lower, deafness, pelvic pain, pain, asthenia, weight increased and tooth disorder had not resolved and the intermenstrual bleeding, hyperthermia, menometrorrhagia, allergy to metals, headache, hemiparaesthesia, general physical health deterioration, chronic sinusitis, osteotomy, gastrointestinal motility disorder, functional gastrointestinal disorder, urinary incontinence, mitral valve incompetence, dyspnoea, tachycardia, chest pain, abdominal pain upper, vitreous haemorrhage, visual impairment, eye pain, pain in extremity, tinnitus, apical granuloma, urinary tract infection, bladder pain, uterine haemorrhage, scar excision, culdocentesis, vitamin b12 decreased, irritable bowel syndrome, dyspepsia, abdominal distension, anxiety, tendonitis, dyshidrotic eczema, rash erythematous, pruritus, suffocation feeling, lymphadenopathy, contusion, ocular discomfort, insomnia, memory impairment, disturbance in attention, patellofemoral pain syndrome, leg pain, dysphagia, depression, burnout syndrome, flatulence, sleep disorder, diplopia, cerebral small vessel ischaemic disease, back pain, dysuria, pollakiuria, libido decreased, intervertebral disc disorder, osteoarthritis and lipoma outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, apical granuloma, chest pain, chronic sinusitis, dyspnoea, eye pain, functional gastrointestinal disorder, headache, hemiparaesthesia, hyperthermia, intermenstrual bleeding, mitral valve incompetence, osteotomy, pain in extremity, procedural pain, tachycardia, tinnitus, urinary incontinence, visual impairment and vitreous haemorrhage to be related to essure (ess205). The reporter provided no causality assessment for asthenia, bladder pain, blood folate decreased, culdocentesis, general physical health deterioration, pain, scar excision, urinary tract infection, uterine haemorrhage and vitamin b12 decreased with essure (ess205). The reporter considered abdominal distension, amenorrhoea, anxiety, back pain, burnout syndrome, cerebral small vessel ischaemic disease, contusion, deafness, depression, diplopia, disturbance in attention, dyshidrotic eczema, dyspepsia, dysphagia, dysuria, flatulence, gastrointestinal motility disorder, insomnia, intervertebral disc disorder, irritable bowel syndrome, libido decreased, lipoma, lymphadenopathy, memory impairment, menometrorrhagia, ocular discomfort, osteoarthritis, patellofemoral pain syndrome, pelvic pain, pollakiuria, pruritus, rash erythematous, sleep disorder, suffocation feeling, tendonitis, tooth disorder, weight increased and leg pain to be unrelated to essure (ess205). The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. (B)(6) 2018: laparoscopy due to pelvic pain right after hysterectomy and bilateral salpingectomy for the removal of essure, excision of a peritoneal-vaginal scar and pericecal adhesion. The reporter also reported that the disorders alleged by the patient were not significantly modified by the removal of the essure implant. According to the expert on follow-up on (B)(6) 2022: there is no causal relationship between essure insertion and the general and gynecological events reported by the patient. The events reported by the patient didn¿t significantly change after essure removal. Major part of the events reported, especially concerning digestive, cardiovascular and neuropsychic events, pre-existed before essure insertion. Also, some of the events reported generally occurred in pre or peri-menopause phase. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: high sensitivity to nickel. Cardiovascular evaluation - on (B)(6) 2010: mitral insufficiency known since several years with no evidence suggesting heart insufficiency that could justify the dyspnea experienced by the patient. Colonoscopy - on (B)(6) 2018: recto sigmoid endoscopy: normal. Computerised tomogram - on (B)(6) 2008: dental granuloma; on (B)(6) 2019: CT scan of the lumbar spine was carried out due to lateral low back pain on the right side. It showed the beginning of a discopathy and beginning of posterior osteoarthritis. Computerised tomogram head - on (B)(6) 2016: no evidence that could explain the clinical picture; on (B)(6) 2018: due to unusual headaches associated with diplopia and paresthesia of left hemiface: no cerebrovascular accident. Endoscopy - on (B)(6) 2001: existence of mini gallstones. Laparoscopy - on (B)(6) 2018: due to right pelvic pain. Magnetic resonance imaging abdominal - on (B)(6) 2018: investigation for pelvic pain : no abnormality. Pathology test - on (B)(6) 2018: histopathology: evidence of chronic fibro-inflammatory changes around exogenous bodies of surgical origin. Ultrasound abdomen - on (B)(6) 2001: result normal; on (B)(6) 2017: due to persistent hypogastric pain, no anomalies. X-ray - on (B)(6) 2007: confirmed presence of essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2022: patient information (height) was updated; patient history and lab data updated; adverse events "irritable bowel syndrome"; "dyspeptic syndrome"; "alternating between diarrhea and constipation"; "bloating"; "anxiety"; "tendinitis in the rotator cuffs"; "palmar dyshidrosis"; "erythematous eruptions at the neck"; "pruritus / diffuse pruritus all over body"; "feeling of suffocation during the day and night for 10-15 minutes"; "troubles with menses"; "small isolated lateral adenopathy at the left thoracic side"; "head shock"; "strong pressure in the left eye"; "lack of sleep"; "anterograde memory difficulties"; "difficulties in concentration and attention"; "chondromalacia patella"; "left leg pain: left calf, left second toe"; "menometrorrhagia"; "no menstruation"; "problems swallowing"; "depression"; "burnout"; "intense pelvic pain"; "flatulence with bad odor"; "disturbed sleep / trouble falling asleep"; "diplopia"; "possible vascular leukopathy"; "recurrent sinusitis"; "low paramedian lumbar back pain / recurrent acute back pain at the lumbar region"; "burning sensation at urination"; "pollakiuria"; "deafness"; "body aches"; "loss of energy"; "decreased libido"; "weight gain (10kg) after essure removal"; "tooth disorder: removal and dentures"; "beginning of a discopathy"; "beginning of posterior osteoarthritis" and "subcutaneous lipoma (right side paravertebral)" were added to the case. Upon internal review, several events of recurrent or similar nature were merged. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of general physical health deterioration ("worsening of general state since insertion") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced general physical health deterioration (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the general physical health deterioration outcome was unknown. The reporter provided no causality assessment for general physical health deterioration with essure. The reporter commented: worsening of general state since insertion. The event happened at the home of the patient, and essure had to be removed with urgency. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred term: general physical health deterioration. The analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred term: general physical health deterioration. The analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.